Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the linx device that eroded? What is the lot number of the linx device that eroded? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient?

Event description:
It was reported that during an unknown procedure, the doctor's first linx eroded. Today, a gastroenterologist tried to cut it but that didn¿t work. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2019. Additional information was requested, and the following was obtained: what is the product code for the linx device that eroded? Lx12. What is the lot number of the linx device that eroded? Lot not recorded. We reported serial nrs back these days. Sn is (B)(6). What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Will check with surgeon. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Will check with surgeon. Are pictures or videos available? Will check with surgeon. How many beads eroded? Will check with surgeon. Where were the eroded beads positioned? Will check with surgeon. Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device will check with surgeon. Was the patient stented? Will check with surgeon what is the current condition of the patient? Last status from (B)(6) 2019. Patient felt well; no reflux as well. Status of device? Linx was discarded. The DHR for lot 3230 was reviewed. No ncs, reworks, or defects related to the pc were found.